Event description:
The customer stated the breast shield for her breast pump cut her nipple. The doctor prescribed cream to treat her injury.

Manufacturer narrative:
A replacement breast shield was sent to the customer and requested the defective breast shield be returned for evaluation. The defective breast shield has not been received at medela as of (B)(4) 2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report wil be filed at that time. Issues of where customer reports that she is experiencing discomfort or soreness when using her pump in style breast pump is currently being investigation under (B)(4).